Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an rtc error code. No patient injury reported.

Manufacturer narrative:
One device was received for investigation with the back labels missing. The device was visually inspected, then inserted batteries to power up the device. The reported problem was duplicated. Device was found to be displaying "1261 and goes into 1210" error codes alarm message during investigation due to customer damaged by installing internal real time clock lithium battery causing the mpu board to be damaged. The mpu board will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.